Manufacturer narrative:
Previous patient codes (1802, 1994 3191: appropriate term/code not available being used for: "caused or significantly contributed to cause injuries and negative and detrimental effects to plaintiff's pelvic system.¿; ¿has experienced significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment, and will likely undergo further medical treatment and procedures, have suffered financial or economic lost, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.¿; ¿....has undergone medical treatment and/or corrective surgery and hospitalization...¿; ¿has been injured, often catastrophically, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, economic damages, and death.¿; ¿...has suffered ascertainable losses and damages¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. No further investigation is required at this time. The lawsuit complaint was dismissed without prejudice on 10/23/19 due to plaintiff¿s failure to prosecute the claim. As the lawsuit was dismissed, this complaint is being closed as no problem detected.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Previous patient codes (1802, 1994, 3191: appropriate term/code not available being used for: "caused or significantly contributed to cause injuries and negative and detrimental effects to plaintiff's pelvic system.¿; ¿has experienced significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment, and will likely undergo further medical treatment and procedures, have suffered financial or economic lost, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.¿; ¿....has undergone medical treatment and/or corrective surgery and hospitalization...¿; ¿has been injured, often catastrophically, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, economic damages, and death.¿; ¿...has suffered ascertainable losses and damages¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. No further investigation is required at this time. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). "Caused or significantly contributed to cause injuries and negative and detrimental effects to plaintiff's pelvic system.¿; ¿has experienced significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment, and will likely undergo further medical treatment and procedures, have suffered financial or economic lost, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.¿; ¿....has undergone medical treatment and/or corrective surgery and hospitalization...¿; ¿has been injured, often catastrophically, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, economic damages, and death.¿; ¿...has suffered ascertainable losses and damages.¿ product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore in a lawsuit complaint that on an unknown date the plaintiff underwent a ventral incisional hernia repair whereby a "gore-tex mesh pelvic mesh product" was implanted. The lawsuit complaint alleges that the "gore-tex mesh pelvic mesh product", "caused or significantly contributed to cause injuries and negative and detrimental effects to plaintiff's pelvic system.¿ the lawsuit complaint alleges that the plaintiff has experienced "significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment, and will likely undergo further medical treatment and procedures, have suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.¿ the lawsuit complaint alleges that the plaintiff ¿....has undergone medical treatment and/or corrective surgery and hospitalization...¿ the lawsuit complaint also alleges that the "plaintiff has been injured, often catastrophically, and sustained sever and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, economic damages, and death.¿ the lawsuit complaint alleges that the plaintiff has suffered "... Ascertainable losses and damages.¿ no additional event specific information was provided.